Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limit restriction in e1 initial reporter full name: (B)(6).

Event description:
It was reported by the customer that during use on patient cs300 intra-aortic balloon pump (iabp) turns off after a few hours of use. Even if connected to the wall power supply, it indicates internal battery operation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue reported by customer. Fse replaced power supply assembly (0014-00-0033-05) to resolve the issue. Repair completed. The device passed all performance and safety tests according to the manufacturer's specifications. The device was returned to the customer and authorized for clinical use.